Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line, which was not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation verified the upstream occlusion. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event date was found during testing at the biomed service. There was no patient involvement. No additional information is available.